Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ small and after an hour of use, air came into the vizigo¿ short sheath several times. Removing the air was attempted many times but air could not get removed properly. The vizigo short sheath was replaced with an agilis sheath, and the procedure was continued. No adverse patient consequence was reported. Additional information was received. It was indicated that no air was introduced into the patient. The patient has not exhibited any neurological symptoms since the procedure was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the shaft was bent, and no other anomalies were observed. Microscopic examination of the hemostatic valve surface did not show stress marks on the outer diameter. Then, a back pressure test was performed, and values were observed within specifications. No issues were observed. Neither leak, bubbles nor air aspiration was observed. The condition reported by the customer could be related to the flushing and handling of the device during the procedure. However, this cannot be conclusively determined. A device history review was performed for the finished device number lot 60000354 and no internal action related to the complaint was found during the review. The air flows back issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The potential cause of the shaft bent could be related to the manipulation of the device during or after the procedure. However, this could not be conclusively determined. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Correction: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ small and after an hour of use, air came into the vizigo¿ short sheath several times. Removing the air was attempted many times but air could not get removed properly. The vizigo short sheath was replaced with an agilis sheath, and the procedure was continued. No adverse patient consequence was reported. Additional information was received. It was indicated that no air was introduced into the patient. The patient has not exhibited any neurological symptoms since the procedure was completed.

Manufacturer narrative:
(B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction to the initial report: g1. Manufacturing site. Is freudenberg medical llc, therefore g1 manufacturing site details have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).